Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon was (inside the applicator upside down). I struggled to remove it from vagina- vagina [foreign body in reproductive tract]. Tampon was inside the applicator upside down meaning I struggled to remove it [complication of device removal]. Tampon was inside the applicator upside down [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon was inside the applicator upside down. No serious injury reported.